Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: when the device was being removed from the cavity, the surgeon applied pressure between the trocar and the abdominal wall. A click was heard, as if something had broken. The idrive system was removed completely from the cavity. When the surgeon proceeded to unload the sulu, he noticed that the plastic part of the sulu, which was inserted into the adapter was broken and impossible to remove. The surgery was completed using a manual handle. No part of the device fell into the patient's cavity. No reinforcement material was used. There was no tissue loss or tissue damage. There was no blood loss. There was no delay in surgery time. The patient is currently fine.